Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.

Event description:
It was reported that the catheter exhibited a stuck guidewire. During a pulse field ablation (pfa) procedure a farawave catheter was used. The guidewire became stuck in the catheter and was impossible to manipulate. The catheter was replaced and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
The farawave catheter was returned to boston scientific for analysis. Upon device return and inspection, no outer abnormalities were observed. An attempt to insert a guidewire was made and it was unsuccessful since the guidewire could not advance through the catheter due to a resistance felt during the insertion. The catheter was dissected for further inspection. Upon dissection it was noted that the guidewire lumen was damaged inside the distal inner hypotube potentially caused by the mechanical stress of pebax break and delamination with additional collapsed braid. Under microscope it was possible to observe adhesive residue. The reported clinical observations were confirmed by the analysis results. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the catheter exhibited a stuck guidewire. During a pulse field ablation (pfa) procedure a farawave catheter was used. The guidewire became stuck in the catheter and was impossible to manipulate. The catheter was replaced and the procedure was completed. No patient complications were reported. The catheter was returned for analysis.